Event description:
It was reported that during the implant procedure, there was a set screw issue with the device. The set screw had backed out of the header completely and was stuck on the wrench. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.